Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality team for investigation. Upon inspecting the sample, no damage was observed on the needle. Testing was performed, connecting the sample to the appropriate male luer cone fitting. The sample was properly connected to the appropriate fitting and no leaks were identified when tested. A device history record review found no non-conformances associated with this issue during production of batch 8346508. Based upon the quality team¿s investigation of the sample and review of the device history record, we were unable to determine a root cause for this incident. H3 other text : see section h.10.

Event description:
It was reported that a spinal needle 26ga 3-1/2in experienced needle and syringe cannot/difficult to connect during use. The following information was provided by the initial reporter: when connecting the 5ml syringe to the needle (bd spinal), the connection is not properly established. When applying the anesthetic to the patient, the medicine leaks. The leakage occurrs between the syringe tip and the needle hub. Customer reports that it has been observed with several units. He is not able to inform if the problem was with the syringe or the needle.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a spinal needle 26ga 3-1/2in experienced needle and syringe cannot/difficult to connect during use. The following information was provided by the initial reporter: when connecting the 5ml syringe to the needle (bd spinal), the connection is not properly established. When applying the anesthetic to the patient, the medicine leaks. The leakage occurs between the syringe tip and the needle hub. Customer reports that it has been observed with several units. He is not able to inform if the problem was with the syringe or the needle.